Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 1 patient hand an unexpected minimal acute inflammatory reaction which disappeared in a few days. 1 patient experienced a transitory local irritation in which due to a reaction.